Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 was fired a total of four times. After the third firing, the instrument became more difficult to open. The first three firings were on the left side of the uterus and the third firing may have been over a previous staple line. On the fourth firing on the right side of the uterus, the instrument formed staples properly but did not open after depressing the release button. The surgeon closed the instrument and attempted to push the release button again, but it would not open. The release button was then depressed and the surgeon manually opened it. A new tsw35 was opened to complete the final fifth firing. Rep is also sending back tr35w reload, lot #j44v8d. There was no consequence to the pt.